Manufacturer narrative:
The best estimate date is between 06-jul-2017 and 04-jan-2023. Device evaluated by MFR: 81: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zct225 intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). The iol was explanted due to complaints of iol displacement and replaced with a za9003 16.0 diopter iol. There were no suture(s) and no medication was prescribed however, vitrectomy was performed. Patient status was reported as fully recovered. No further information is available.

Manufacturer narrative:
Section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 05-apr-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the replacement lenses lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to or cause the complaint issue could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.